Event description:
It was reported to philips that the system was not booting up. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected the system was not in clinical use at the time of the reported event. The philips remote service engineer (rse) communicated with the customer and confirmed that the system was not booting up. Upon troubleshooting, the rse observed a blue screen on the data monitor and found that host pc initialization had failed. The rse instructed the customer to inspect the host pc, which was found to be very dirty and was not activating the system's hard drive (hd). After cleaning the hd and its connections, the customer followed the rse¿s instructions to reinstall the software via ghost. After software installation the system showed a geometry error which was resolved by reconnecting all the geo ipc cables. After repair, the system was returned to use in good working order. The codes were updated based on the investigation outcome.